Manufacturer narrative:
E.1 added zip code extension as it was omitted from the initial report that was submitted. E.4 added selection as it was omitted from the initial report that was submitted. H.6 code e0506 should not have been reported on the initial report. Investigation summary: the investigation has been completed. No product was returned. Arrhythmia, tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that there was bleeding, arrhythmia, tachycardia, and positioning issues during impella cp patient support. While on support, the patient¿s groin was oozing and required fem-stop placement to assist in prevention of oozing/bleeding. No blood products were administered or required. Additionally, the patient had multiple position alarms. A bedside echocardiogram x2 revealed a deep pump (> 5cm). The doctor pulled the device back 2-3cm. The waveforms improved but then patient developed frequent premature ventricular contractions. The pump had to be repositioned/clocked once more to remedy the ectopy. Waveforms and rhythm appeared to be stable. The patient was tachycardia at 126 beats per minute but he was cardioverted for a narrow-complex tachycardia with a rate over 180 beats per minute. The family elected the patient for comfort care and the patient expired.